Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave oversensing. Programming changes were recommended. No further information is available.